Event description:
It was reported that the patient reportedly tripped on walker and fell resulting in a fracture and subsequent dislocation. Mdm components were revised to a constrained construct and fracture reduced with dall-miles trochanter grip plate and cables.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a restoration modular stem was reported. The event was not confirmed. The reported device was not returned for evaluation because it remains implanted. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been one other event for the reported lot involving the same patient and same stem. The exact cause of the event could not be determined because insufficient information was provided. Device not available.